Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on iol implantation "the lens took a curve when coming out of injector", causing posterior capsule rupture, and necessitating lens explantation. It has been confirmed by the healthcare professional that a sulcus fixated iol will be implanted. The rayner rayone preloaded injector risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Rayner have not identified a device-related cause for any case of posterior capsule rupture reported to us. The UK national ophthalmology database audit report for 2022 states that for all surgeons (B)(4) of operations were affected by posterior capsule rupture (pcr) and that this is slightly below the currently consultant only rate of (B)(4). Our lifetime rate of posterior capsule rupture for our rayone platform and specific lens types are well below the rates published in the nod audit report. The device associated with this event has not been returned to rayner for evaluation. Our review of production records for the rayone spheric rao100c batch 033211706 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 033211706.

Event description:
On 26th january 2024, rayner recieved notificationf rom its distirbutor in pakistan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that on iol implantation "the lens took a curve when coming out of injector", causing posterior capsule rupture, and necessitating lens explantation.